Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-26, serial/lot #: (B)(6), ubd: 21-aug-2027, UDI#: (B)(4), h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was deployed at the patient's native aortic an nulus. Following implant of the valve, upon withdrawing the delivery catheter system (dcs), the nosecone caught on the inflow of the valve despite the guidewire being pulled back and dcs being centered within the valve frame. Subsequently, the valve dislodged. The valve was then snared up to the patients ascending aorta. A second valve was then implanted valve-in-valve. It was noted that a non-medtronic guidewire was used during the procedure. Per the physician, the nosecone of the dcs caused the dislodgement. Per the physician, the patients calcified anatomy contributed to the valve dislodge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was deployed at the patient's native aortic an nulus. Following implant of the valve, upon withdrawing the delivery catheter system (dcs), the nosecone caught on the inflow of the valve despite the guidewire being pulled back and dcs being centered within the valve frame. Subsequently, the valve dislodged. The valve was then snared up to the patients ascending aorta. A second valve was then implanted valve-in-valve. It was noted that a non-medtronic (safari small curve) guidewire was used during the procedure. Per the physician, the nosecone of the dcs caused the dislodgement. Per the physician, the patients calcified anatomy contributed to the valve dislodge. Additional information was received that transfemoral access was used for the procedure. The cuspal overlap technique was used. The deployment starting point was at the bottom of the pigtail catheter. Prior to valve dislodgement, the implant depth was 2 mm on both the non-coronary cusp and left coronary cusp (lcc). After the valve dislodgement, the implant depth was above the annulus in the sinus space.